Event description:
On (B)(6) 2011, a 23mm trifecta valve was implanted in the aortic position. Of note, on (B)(6) 2018, the patient presented with bleeding and treated with rbcs. The cause of the bleeding was not related to the valve. On (B)(6) 2019, the patient presented with structural valve deterioration. The patient was treated with diuretics and a pleurocentesis was performed and 200ml of fluid was removed. The patient was hospitalized until (B)(6) 2019, went home and expired on (B)(6) 2019. The exact cause of death is unknown, however it is possible that the death may have been related to svd. (B)(4).

Manufacturer narrative:
An event of structural valve deterioration and patient death was reported. The results of the investigation are inconclusive since the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.